Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: at the end of a procedure while using the matrix mis system on (B)(6) 2013, the surgeon tried to remove the percutaneous blade from one of the screws. The surgeon used the removal tool while removing the percutaneous blade and ensured that the tool was in proper position; however, one of the blades maintained in the screw and the other detached as it should. Reportedly they tried everything to loosen the remaining blade. An attempt was also made to reassemble the detached blade twice and use the removal tool to try and remove it again but was unsuccessful. After 20 minutes, the blade was removed with the use of the instruments. It was reported during the inspection it was noted that the blade looked undamaged. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Additional information. The first receipt of this lot was released 11/2/11 and the second was released 11/29/11. A review of the device history record revealed avalign technologies ¿ nemcomed manufactured the retraction blade removal instrument, p/n 03.616.039, and lot number 6743008. The suppliers certificates of compliance indicate the parts were manufactured and met the required specifications. The first receipt of this lot was inspected to the synthes, incoming final inspection sheet. Ncr (B)(4) was written 11/01/2011 for the undersized-length of the angled edge on 3 pieces of 91 inspected. The three pieces were returned to the supplier and the ncr was closed 11/02/2011. Two of the three pieces returned to magnum were reworked and sent back to synthes as the second receipt of this lot. The two pieces were inspected and conformed to all requirements. The first receipt of this lot was released 11/02/2011 and the second was released 11/29/2011.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.